Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s housing separated when the user attempted to unhook the belt clip, resulting in a cracked touch screen and loss of watertight integrity, while the device continued to function. Symptoms included no reported changes in blood glucose. Outcomes included switching to backup therapy and continued cgm use to maintain diabetes management while awaiting replacement. Investigation included complaint assessment, device history review, and user education on shutdown, data sync, and startup for the replacement device. Investigation of the returned device revealed a device mechanical integrity issue at the enclosure/clip interface consistent with screen bezel separation and housing damage. It was concluded, based on previously established findings for similar reports, that the cause was mechanical stress during handling.